Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 the patient experienced an issue with the one infusion tubing was leaking at site where tubing connects to site. The infusion set long for 24 hours. No further information available.